Event description:
It was reported that during a total abdominal hysterectomy procedure, an open flame came out of the crotch of the proximal jaw. At this point the surgeon discontinued use of the device and the case was completed using the clamp, cut, and tie method. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the jaws spark (arc) or was there an actual flame? How did the or staff extinguish the flame? How big was the flame? Was there any tissue in the jaws? Did you see the device after the flame occurred? Was there any damage to the ptc? Had the account received any yellow alert screens, such as "reposition jaws and reactivate" and "replace instrument"? If the account did receive these alerts, what did the account do? Replace the instrument? Turn the generator off and back on to clear the errors? If yes, did they continue to use the same device? Where was the device when the flame occurred? (In patient; outside of patient) how was the device being used - such as over thick, fibrous tissue?

Manufacturer narrative:
(B)(4). Additional information: ptc oxidation the device was received with the ptc damaged. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No flame occurred during any functional testing. The ptc damage may have been caused by arcing. Once the ptc has been damaged and the device is activated (applying energy by depressing the energy button) the flame retardant feature of the ptc can be oxidized, resulting in the flame.